Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, both response buttons covers were missing. Additionally, the front response button was non-functional. The cause for the failure was a missing front response button switch. The root cause for the missing switch could not be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's resonse button's were non-fucntional.